Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that an anti-jk(b) was missed in a patient sample when testing with biotestcell-i11 on tango optimo. The patient showed a delayed transfusion reaction which was only observed in the laboratory, because the post transfusion sample was brown in color. The patient´s vitals were all normal. The patient was discharged on (B)(6) 2015 and is doing fine. The customer did return the post transfusion sample for investigational testing, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with the retained biotestcell-i11 sample on tango optimo and yielded negative reactions with the jk(b) positive red blood cells. The patient sample was also tested in the tube technique and yielded negative reactions. Further testings were not possible, because the patient sample was exhausted. Our quality control laboratory also tested their retained biotestcell-i11 sample with positive and negative control and two different anti-jk(b) samples . All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.